Event description:
It was reported that the patient received appropriate anti-tachycardia pacing (atp) for ventricular tachycardia (vt). Technical services was consulted regarding programming optimization for this patients vt/ ventricular fibrillation (vf) arrhythmias. During the optimization conversation, it was noted that the right atrial (ra) lead impedance trend showed the pace impedance to be low, measuring less than 200 ohms. Noise was noted during the most recent atrial tachy response (atr) event on the ra channel. In addition, the ra lead exhibited a greater than two second pause with no asystole as a result. Technical services recommended further troubleshooting of the ra lead. At this time, the device and ra lead remain in service. No adverse patient effects were reported.